Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use and that the patient¿s anatomy was highly tortuous. Based on the information available, it is probable that tortuous anatomy may have contributed to the reported event limiting the device performance during the clinical procedure. Therefore, a root cause of operational context has been assigned to this event. Subject device is not available.

Event description:
It was reported that during repositioning, the coil stretched and while being removed from the patient's body, it detached. The physician removed the coil with a snare device without clinical consequeces to the patient.